Event description:
Customer reported the set leaked in the oncology unit from the top of the elastic tubing where it connects to the dark blue connector (silicone segment at upper fitment). There appeared to be a hole in the silicone segment. The leak occurred during a primary infusion. No pt harm resulted. The customer states the set was discarded. No additional info was available.

Manufacturer narrative:
(B)(4): the sample was discarded at the hosp. No failure investigation could be performed.